Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Concomitant medical devices: unk zimmer eztetic body 3.1 restorative 2.9, lot# unknown. Fax number unknown / not provided. At this time, it is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impression coping did not release/disengage from the implant and was cut off. The implant is not compromised at this time.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67 and 4315. One indirect transfer, 2.9mmd platform, 3.7mmd emergence profile, 3mm cuff (citnp33) and unk zimmer eztetic body 3.1 restorative 2.9 were not returned for investigation. Visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Based on the evaluation, device malfunction could not be verified. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review for the lot (2021041276) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number (2021041276) for similar events (complaint category keywords: does not disengage/release) and no other complaint was identified. Functional testing could not be performed due to the nature of the devices and event. Therefore, the reported event could not be recreated. A definitive root cause could not be identified. However, based on the investigation and risk review, the probable causes for the reported events are improper techniques used during placement - incorrect assembly of devices or application of excessive torque. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.